Event description:
The reporter stated that the aq2010v 3 piece silicone lens was defective. No patient contact or injury. The reporter wasen't able to provide when the lens was noticed to be defective. The reporter was unable to provide more information.